Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) pump removed and replaced due to the patient being unhappy with the pump location in scrotum. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of implant added and additional information was reported in the event description. Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) pump removed and replaced due to the patient being unhappy with the pump's location (pump riding too high) in scrotum. Following the operation, it was noted that the patient was doing good.